Manufacturer narrative:
The main component of the system. Other relevant devices are: enlw1616c93e , s/n: (B)(4); use by date: (B)(6) 2013; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on. It was reported that the patient presented emergently in the emergency room approximately 5.5 years post index procedure with a ruptured aneurysm. The patient was taken to the or where it was observed that the ipsilateral limb and the extension limb that was used to extend it in the initial procedure had separated causing a type iii endoleak. The physician used other manufacturer¿s devices to bridge the separation and the event was resolved. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.